Manufacturer narrative:
(B)(4). No sample was received for evaluation; however, 13 samples from our inventory were evaluated for any related issue to this customer report and no issues were found. The wire is secured by a retainer to prevent it from bunching together and to avoid concentration of heat than may cause melted tubing. The manufacturing process record (batch history record) could not be reviewed as the lot number was not provided. Manufacturing process documentation was reviewed. The actual process was not observed as the product code is not on current production schedule. This defect has not been reported in our non-conformance reports. As a sample was not made available for evaluation, the root cause could not be determined. At this moment, there is no corrective action to be implemented; however, our personnel will be made aware of this incident.

Event description:
The following was reported to cardinal healthcare: the wire was bunched together where it wasn't normally and the item melted. On (B)(6) 2011, the customer ((B)(6)) indicated that there were 2 affected units and what happened was that the tubing melted and the wires that are inside the heated limb of the circuit were then exposed. There was no patient impact. No samples are available. The lot is unknown.